Event description:
Tah, bilateral ureteral cath insertion, lso appendectomy was performed. During the procedure, the sutures continued to break and fray, while the dr tried to tie off bleeders. A different type of suture was used successfully. There was an extended or time as a result.